Event description:
The user was transferring from the bed to the scooter. Did not have the key turned off as the manual instructed. Activated the throttle with the armrest causing the unit to move. User fell breaking his leg.